Event description:
It was reported that the patient presented in ER after receiving an inappropriate shock. Device will be reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.